Manufacturer narrative:
Correction to h6. Annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1610c93e, serial/lot #: (B)(6), ubd: 12-mar-2025, UDI#: (B)(4); product ID: etlw1610c124e, serial/lot #: (B)(6), ubd: 08-oct-2026, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair for a 68mm aneurysm. The procedure was carried out for a short neck indication. During the procedure after the main body and limbs were implanted, a non-mdt device prevented the deployment of the endurant cuff when it migrated and caught the suprarenal fixation pins of the cuff, preventing the delivery system from being removed and necessitating conversion to an open procedure. Esbf2514c103e and etcf2525c49e were explanted as the physician elected to perform a bypass. It was reported the patient expired after the surgery. Per the physician the cause of the deployment issues was due to the non mdt device and the cause of death is undetermined.